Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 3.3; (B)(6) 2010, lab: 9.8. Pt's target range is: 2.5-3.5. Pt was taken to hospital on the afternoon of (B)(6) 2010. There was no bleeding or bruising and the visit was not related to coagulation problems. Upon arrival in the ed a lab inr was performed. Pt was still in the hosp at time of the complaint. Tech support learned that the pt had been treated with keflex for cellulitis for 10 days. Pt is now on a different IV antibiotic. The doctor indicated to the pt's wife that antibiotics can interfere with some inr tests. (B)(6).

Manufacturer narrative:
Investigation pending.